Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of christoph miethke gmbh & co. Kg (manufacturer). Exemption number: e2017044. Manufacturing site evaluation: evaluation on-going. H3 other text: device not returned.

Event description:
Country of complaint: (B)(6). It was reported that the adjustment of the valve is not possible, no further information.

Manufacturer narrative:
The valve was returned in the returnkit and in an unknown liquid. When delivered for examination, the valve was at pressure level 10 cmh2o. A visual inspection was performed and there were scratches and a deformation on the housing. With the help of a measuring clock, the plan parallelism of the valve housing was tested. By measuring the plan parallelism, the deformation of the valve housing. The measured value was -0.0725 mm outside the tolerance (tolerance 0 x 0.02 mm). In order to check for possible blockage of the valve, we performed a permeability test. This test is performed in a hydrostatic pressure difference of approximately 20 - 30 cmh2o in the direction of the flow. The test has shown that the valve is permeable. The investigation showed that the valve can easily be adjusted in all pressure level ranges. To measure the brake release force, we have equipped the valve with a brake force meter. Here, it is measured what force is applied to the housing that must be exercised in order to release the rotor by the magnet integrated in the device. The braking function was functioning. However, brake force values were outside the permissible tolerance. There were deposits found in the valve that could have contributed to the reported event. The device did not fail. No further actions are required.